Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to prime alarm. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 280 mg/dl at the time of the incident. Customer states insulin is "squirting out" during the manual prime process. Customer states they are unable to exit the "preparing to prime" loop. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.